Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer tried to recover, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the cubies on main drawer 4.1 required recovery, while auxiliary drawer 6 was operational without issues. The fse reseated the bus connections properly, which resolved the issue. Functional testing and diagnostics were performed, confirming that the system was operating as expected. The system functioned as intended after the field service engineer repaired the device.